Manufacturer narrative:
On 14-jan-2022, mentor received additional information about the event: - a device with lot #9507566 was received by the mentor failure analysis lab on 13-jan-2022. It was reported that this is the correct lot number for the device (lot #9559536 was previously reported). A manufacturing record evaluation (mre) was performed on lot #9507566, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. The serial number is currently unknown. - the patient underwent unilateral explantation of the left breast prosthesis only and it was replaced with a mentor memorygel breast implant 300cc gel breast prosthesis. The analysis has begun on the returned device but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 31-jan-2022, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information reported, the patient developed capsular contracture. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent a breast augmentation procedure with a mentor memorygel breast implant 300cc gel breast prosthesis developed baker grade IV capsular contracture in her left breast post implantation. As a result, the patient underwent explantation on (B)(6) 2021.